Event description:
On (B)(6) 2010, a (B)(6) female patient underwent fusion surgery at l4-s1 for a stenosis with major instability. During final locking of the system, the surgeon was unable to tighten the closure top with the sequoia final driver as instructed in the surgical procedure. This was due to the driver's inability to mate properly with the closure top. During final tightening on the closure top in the anti torque sleeve, the hexagon of the sequoia final driver left the closure top with a rounded off imprint. The surgeon then used the second sequoia final driver from the kit when the same malfunction occurred. The surgeon completed the surgery by using wax of horsley to aid in the tightening of the closure top. The occurrence of both sequoia final drivers not mating properly with the closure tops during the same surgery has contributed to an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.